Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that cubies are not releasing. A field service engineer, re-taped the hasp on the refrigerator, verified the alignment and voltage to the board, and tested the latch to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system is unable to provide medications because the cubies are releasing. Customer stated that the malfunction occurred when user trying to issue medication to patient also there was a delay in issuing medications. There were no adverse events or injuries reported based on this incident.